Manufacturer narrative:
The device that was in use at the time of the reported event was removed and disposed of, so no evaluation is possible. Unable to confirm any product malfunction or condition that may have caused/contributed to the reported event. No conclusion can be drawn. The product user guide instructs the user to wash their hands and use aseptic technique to prepare the infusion site before applying the pod. It also instructs them to "check infusion site at least once a day for signs of infection, and to insure that the soft cannula is securely in place".

Event description:
Customer called to note that he had gotten an infection at the site of his cannula on his last activated pod. He had seen his doctor and had been treated. He was only calling to have it noted that he had this issue. No further information has been reported regarding this event. The device is not being returned for evaluation, and the lot and/or serial number was not available from the caller.